Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to damage of the video connector board due to accumulation of electrical stress due to repeated use (about 3 years after the last board replacement), or accidental overcurrent such as static electricity or electric leakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of a blacked-out image along with an e218 error message was confirmed. The issue was due to a damaged circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a therapeutic cholecystectomy procedure, the display on the endoeye flex deflectable videoscope, while being used with the visera elite ii video system center, suddenly blacked out. The intended procedure was completed successfully with a similar device, with no report of patient harm associated with this event.